Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited consistently high out of range shock impedance. It was noted that there was a slight increase. The physician was planning on revising the lead. The lead remains in use. No adverse patient effects were reported. Additional information was requested from the field representative. The field representative indicated that they do not have any more information. No adverse patient effects were reported.